Event description:
It was reported that shaft break occurred. A 2.25 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross and it was also noted that the shaft was broken. No patient complications were reported.